Event description:
Anesthesiologist placed a brachial arterial line on left brachial artery prior to tavr procedure. Upon patients return to recovery, I proceeded to remove the arterial line per protocol. I loosened the dressing and removed the suture using a suture removal kit and pulled the line out. I immediately began holding pressure on the puncture and upon inspection of the tip of the line I noticed it did not appear to be intact. The line appeared to be short. I requested assistance from other staff members including lab staff and manager to verify its appearance. Anesthesia was also notified and was in to confirm it was not intact. Vascular was consulted and a sonogram was ordered that confirmed the catheter remained in the artery.